Event description:
Alleged under-delivery of dobutamine. The pt's family had been independently changing cassettes and restarting the pump every 24 hours. On the day of the occurrence the pump flowrate was inadvertently reduced, the pt received a non-therapeutic dose for an undisclosed amount of time. The pt experienced acute congestive heart failure, which could have been caused by diminished flowrate. The pt was admitted to the hosp for IV lasix treatment. The pt was discharged and had no incident related medical sequelae. The device was not returned.